Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, when the proglide device was being advanced over a non-abbott guide wire, the guide wire went through the side of the sheath. The proglide was removed and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to insert the guide wire could not be confirmed. Functional analysis of the returned device showed that the device was successfully backloaded over a .036 inches proxy guide wire. However, the returned non-abbott .035 guide wire was noted to be stretched at the distal end thus suggests interaction during advancement which could have contributed to the reported difficulty to insert. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have caused or contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficulty to insert the guide wire reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.